Event description:
It was reported a patient's left ventricular lead presented with loss of capture due to dislodgement, discovered via in clinic interrogation. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.